Event description:
It was reported that on (B)(6) 2017, during a surgery in (B)(6) hospital, when used the ultra fast-fix, t2 was reported premature detachment.

Manufacturer narrative:
An ultra fast fix needle delivery system device arrived with one set of documentation. The complaint is for the reported failure: ¿when used the ultra fast fix, t2 was reported premature detachment. All t's were removed¿. This device is a used device and has surgical matter attached. The blue split cannula was not returned. The depth limiter was returned attached and trimmed. The suture and anchors were returned, but freed from the device. The delivery needle is twisted and bent upward at the distal tip. The device warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with proper delivery of anchors. The manual advancement of the actuator lever, advancement of anchors and their stripping off are user controlled actions. The device returned had the lever and actuator fully advanced. A functional test indicated that the manual advancement of the actuator performs properly. No mechanical problem was found with the device returned.